Manufacturer narrative:
No conclusion code available. The reported field event of an inability to interrogate the device was confirmed in the laboratory and was found to be due to a low battery voltage. Based on all available parameter and usage information, device longevity was found to be within expected limits. No reason could be found for why the battery depleted to below eol. The device was tested on the bench and no anomalies were found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving several appropriate shocks due to vt/vf. When attempted to interrogate the device, no communication could be established. The device was found to be in backup vvi reset mode, and the tachy therapy was turned off. Patient's condition was stable before and after the event. The device was later explanted and replaced. The patient was in stable condition prior, during and following the procedure.